Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that on (B)(6) 2016 the lead was explanted and replaced due noise episodes, increased rv threshold and high impedance. There were no patient complications before during or after the procedure.